Event description:
The user facility reported a 70-year-old female was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the impella device could not be placed during attempted delivery due to the patient's anatomy. The implant was subsequently aborted with no allegation of harm to patient.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was due to patient anatomy. This report is being filed as part of a retrospective review of historical records.